Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. The alleged device was sent to the bench for evaluation only since the whole unit had been previously exchanged. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was identified during bench testing that the mx40 patient wearable device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.